Event description:
The customer stated that he performed back to back blood glucose tests using 2 breeze2 meters. The meter in question read 232 mg/dl, while the other meter read 84 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. Troubleshooting showed the breeze2 system to be operating as designed. No product will be returned for eval.